Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge was unable to be filled with insulin due to an unspecified issue. There was no adverse impact to customer's blood glucose level. Multiple cartridge changes were performed resolving the issue.